Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when attempting to deliver a bolus for the customer's meal, the customer accidentally cancelled the bolus request half way through the delivery. Review of pump history showed that the customer delivered 3.3 units of the 6.68 unit bolus request and inquired how to deliver the remainder of the bolus. Tandem technical support assisted the customer with entering the remainder of the bolus amount. The customer was successfully able to deliver the remainder of the bolus and confirmed blood glucose level was not impacted by the event.